Manufacturer narrative:
Pab received report indicating while the end-user was leaning forward during a clothing change, they had rested their hand on the open bracket of the swing away mount for the omni display. Reports indicated the user received a tremor causing their hand to shake which resulted in the user receiving a laceration to the webbing between their fingers on the right hand from the locking pin that protrudes from the bracket. Reports indicate medical intervention was required to apply stitches to address the wound. After the incident the bracket was moved beneath the armrest to prevent any future recurrence. The user has since recovered. No claims or allegation were made of a device malfunction having occurred to have caused this event.

Event description:
Permobil ab received a report claiming while the end-user was leaning forward, the end-user's hand came to rest on the exposed locking pin of the swing away omni display mount. During this time, the client experienced an upper body tremor which caused their hand to shake against the exposed pin, resulting in a laceration injury. The injury was significant enough to require medical intervention to address.